Event description:
It was reported that long charge time resulting in a charge time out alert was noted on the device. During a follow up in clinic, a manual capacitor maintenance test was performed and charge time out was observed. Abbott technical support was contacted, and the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of a long charge time resulting in a charge time out was confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Charge timeout was confirmed in the device image and on the bench. The cause of the charge timeout was due to a hybrid anomaly.